Event description:
It was reported by the representative the device was used during a low anterior resection during the first part of the month. It was reported while performing the anastomosis, the device seemed to operate correctly. Whith very little manipulation of tissue, the entire staple line failed. The surgeon reported the staple formation appeared incomplete and the site appeared to unzip. As a result, the pt required a colostomy, the surgeon stated he performed the correct steps in firing the device and he was within the green firing range.